Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, concentric and 90% stenosed distal right coronary artery (rca). Thrombus aspiration was performed and pre-dilatation was performed with an unknown balloon. A 3.25 x 15 mm xience xpedition stent delivery system (sds) was advanced to the lesion. Air preparation was performed with a syringe. When the sds was being positioned, angiography of the lesion was performed which showed a stenosed area in the proximal rca. An attempt was made to withdraw the sds into the guiding catheter, however, the proximal edge of the stent implant and the guiding catheter tip came in contact and the sds could not be pulled into the guiding catheter. An attempt was made to advance the sds into the lesion again, but the sds could not cross the stenosed area in the proximal rca. The sds and guiding catheter were removed as a single unit. It was then noted that the stent implant had dislodged in the radial artery. The patient was sent to surgery where the radial artery was cutdown and the stent implant was removed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances; additionally the difficulty removing the device could not be replicated due to the stent dislodgement. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: prepare an inflation device/syringe with diluted contrast medium. Attach an inflation device/syringe to the stopcock; attach it to the inflation port of the product. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device/syringe of all air. Repeat steps until all air is expelled. Based on the reviewed information, no product deficiency was identified.